Event description:
Dealer states after installing a tilt actuator at his dealership, he tried the tilt and the tram popped and smoke allegedly came out of the max back angle port. Consumer was not involved in incident. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 4 years 9 months old. The owner's manual part number 1143190 rev c (feb-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer was not involved in the incident. Incident took place at dealership after the installation of a new tilt actuator. The tram and max angle switch are being replaced by the dealer.